Event description:
Olympus received the medwatch (mw) 5115816 that states during use of transurethral resection of the prostate set during an unknown procedure, the ceramic tip of the sheath broke inside the patient's bladder. The broken segment was retrieved. The device was inspected prior to surgery and shown no signs of damage. There was no substitution for the piece. Required intervention was reported. There were no reports of further patient or user harm associated with this event.